Event description:
The recipient experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged and additional magnets were added externally, however, this did not resolve the issue. The recipient has decided not to be revised at the time.